Manufacturer narrative:
Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data a full analysis of the data logs has been performed, this analysis concluded that the first event was the failure of the force sensor due to the empty calibration which was done when a tool was mounted on the robot arm. After that, the device suddenly stopped working due to either a crash of the operating system or to a forced device shutdown. Then, a communication failure occurred due to a vigilance device failure probably provoked by a misuse or a momentary breakdown or a misconnection of the foot pedal. Then, the device stopped suddenly working for the second time due to either a crash of the operating system or to a forced device shutdown. Finally, the device suddenly stopped again at the end of the surgery due to either a crash of the operating system or to a forced device shutdown. However, for all previous listed events, not enough elements are provided to determine their root cause. Furthermore, during the contactless registration, the automatic scan was about to start when a position has been detected as not accessible. This event provoked software (rosanna_brain, mario) and device shutdowns. This is a normal behavior of the device. The robot worked as expected.

Event description:
It was reported as the surgeon was performing a brain case, the registration process crashed multiple times as he was painting the side landmarks on the patient's face. Surgeon was about to give up and decided to try one more time (contactless). The registration was successful and surgery continued. No injuries occurred.

Manufacturer narrative:
UDI : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported as the surgeon was performing a brain case, the registration process crashed multiple times as he was "painting" the side landmarks on the patient's face. Surgeon was about to give up and decided to try one more time (contactless). The registration was successful and surgery continued. No injuries occurred.